Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Device passed downstream occlusion testing. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of failed downstream occlusion test at 22.56 as psi(pound per square inch). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.